Event description:
It was reported that the patient underwent a left-side tmj procedure on an unknown date. Subsequently, the patient is being considered for a revision procedure. The patient has a class ii traumatic occlusion that has not been addressed in previous surgeries. The patient is also experiencing a poor bite. Attempts have been made and no further information has been provided. It is further reported that the patient has bilateral tmj replacements. From the computed tomography (CT) scans before the tmj implantation, it seems that the overjet has increased after the tmj replacements. The surgeon noted that the patient's implants are currently stable. No further intervention has been reported to date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # tmjpm-1228, lot # 642090a; custom left pm-tmj & model g3: foreign: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2024-00002.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. The patient underwent two tmj surgeries on two separate dates. Tmjpm-1108 was implanted on the patient¿s right side on one date and tmjpm-1228 was implanted on the patient¿s left side on a different date. Surgeon approval was obtained for tmjpm-1108 and review of the DHR shows all processes and parts were conforming to applicable work instructions. Surgeon approval was obtained for tmjpm-1228 on a later date. At the time of planning for tmjpm-1228, the scans from were outside of the 6-month specification. The surgeon was notified and approved of the scans. Review of the DHR shows all processes and parts were conforming to applicable work instructions. The design input form shows that the surgeon did not want to use a cutting guide for the ramus/condyle osteotomy. The pre-operative scans for the revision case, were reviewed and found that the implants appear to be at a different angle when compared to the original planned positions. The superior portion of the mandibular implant is not seated within the fossa implant as planned. The reason for this offset position of the implants could not be determined. A definitive root cause cannot be determined. The reported event is confirmed, based on the investigation report provided by 3d systems. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h5, h6, h10 and h11.

Event description:
No further event information is available at the time of this report.